Event description:
Customer reported a primary (antibiotic) infusion was expected to infuse in 30 minutes but the clindamycin infused in 10 minutes. Occurred on 3 southeast floor. Devices were sent to the biomed. Biomed has not opened door of pump. Hang time on bag stated 1400. There was no patient harm reported and no medical intervention was required. Customer stated the user did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.